Event description:
It was reported that a wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire was selected for use. During the procedure, it was noted that the wire fractured into two pieces. The device was removed completely from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection on spring tip was observed bent. The mid-section of the guidewire was detached and did not return for analysis. Dimensional inspection revealed that the 78.5 in of mid-section of the guidewire was detached and did not return for analysis. Based on the evidence, the as reported code of 'guidewire detachment of device or device component' can be confirmed due to the observed detachment of the mid-section of the guidewire. The bent on the spring tip did not contribute to the reported issue.

Event description:
It was reported that a wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire was selected for use. During the procedure, it was noted that the wire fractured into two pieces. The device was removed completely from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.